Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found that only the battery pack was returned for this complaint. The batteries inside the battery pack had corroded and several of the battery contacts were warped. However, the wire was cut by the customer. This complaint cannot be confirmed. The reported event claimed that the unit did not function. However, the battery pack wire was cut by the customer. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿an action is in process to directly address customers cutting the battery cable. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported the device did not function, new device functioned perfectly. When batteries were removed or staff noticed the battery has run out. Investigation discovered the batteries were found to be oxidizing before use.

Manufacturer narrative:
(B)(4). The product was not received by the manufacturer at the time of this report. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device did not function. When batteries were removed or staff noticed the battery has run out. Batteries were found to be oxidizing/leaking before use. No adverse events were reported as a result of this malfunction.